Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), pen not working well- has to turn it more than normal [device malfunction], seizures [seizure], patient was without product 4 days [drug dose omission]. Case description: (B)(4). Study description: a patient support programme intended to provide nurse support to patients starting and continuing norditropin in the form of a home care service and a delivery service in (B)(6) and (B)(6). Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from (B)(6) was reported by a consumer as "seizures" with an unspecified onset date, "pen not working well- has to turn it more than normal" with an unspecified onset date and "patient was without product 4 days" with an unspecified onset date and concerned a (B)(6) male child patient who was treated with nordipen 5 graphic (device) from unknown start date due to "device therapy" and norditropin simplexx (somatropin) 0.5 mg as directed from (B)(6) 2012 to unk for growth hormone deficiency. Medical history includes growth hormone deficiency. It was reported that the pen was not working well as the patient had to turn it more than normal. Patient was without product for 4 days. It was also reported that patient's mother could not make up her mind which resulted in patient having 2 seizures and the ambulance having to be called. No further information available. Action taken to nordipen 5 was not reported. Action taken to norditropin simplexx was not reported. The outcome for the event "seizures" was unknown. The outcome for the event "pen not working well- has to turn it more than normal" was not reported. The outcome for the event "patient was without product 4 days" was not reported. Reporter's causality (nordipen 5 graphic): seizures: unknown, pen not working well- has to turn it more than normal: unknown, patient was without product 4 days: unknown. Company's causality (nordipen 5 graphic): seizures: unlikely, pen not working well- has to turn it more than normal: possible , patient was without product 4 days: possible. Reporter's causality (norditropin simplexx): seizures: unknown, pen not working well- has to turn it more than normal: unknown, patient was without product 4 days: unknown. Company's causality (norditropin simplexx): seizures: unlikely, pen not working well- has to turn it more than normal: possible, patient was without product 4 days: possible. Reporter comment: reporter said that patient has been having seizures but she is not sure if this is related to him missing his medication or not.

Event description:
Case description: investigation results: name: nordipen 5 graphic; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: norditropin¿ simplexx¿ 5 mg/1.5 ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Company/manufacturer comment: 21-sep-2017: as the device nordipen 5 graphic has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Evaluation summary: name: nordipen 5 graphic; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.